Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient mentioned they were not getting pain relief from their spinal cord stimulator. Patient said they had not seen a manufacturer representative (rep) in a long time and thought it was time for reprogramming. When asked event date, patient said it had been a long time, confirmed last year, but patient recently had a fall and the issue got worse to where patient really wasn't getting anything now. Agent reviewed role of rep and the patient was redirected to their healthcare provider to further address the issue.